Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sinus bradycardia. It was also reported that the implantable pulse generator (ipg) is pacing below the programmed lower rate. It was also reported that the right ventricular (rv) lead exhibited variable r-waves. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.